Event description:
Customer reported that the site was bleeding when changing the sensor. It was noted that the site was not actively bleeding. Customer's blood glucose reading at the time of the call was 47 mg/dl. No further information reported.

Manufacturer narrative:
Analyses of enlite sensor, unable to confirm needle complaint due to customer returned the sensors only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.